Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the blood glucose (bg) was 507 mg/dl and a bolus was delivered to address bg. Cause of elevated bg was not known. Pump system check was performed with tandem technical support; no device issues were identified. Bg lowered during pump system check. Recommendation was made for the customer to discuss the event with a healthcare provider.